Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cholecystectomy procedure, the clips of the device was malformed. The product was replaced with another one to complete the case. There was no patient injury.